Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat uterovaginal prolapse and mesh was implanted along with the concurrent procedure of a total vaginal hysterectomy. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, recurrent bladder infections, discharge with odor, and abdominal swelling. It was reported that the patient underwent excision of mesh and repair of vaginal wall secondary to mesh erosion on (B)(6) 2011, and mesh excision in (B)(6) 2011 for pain and mesh extrusion. It was further reported that the patient underwent explant surgery and repair of vaginal wall on (B)(6) 2012 for vaginal pain, back pain, and mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh revision, anterior repair and cystoscopy on (B)(6) 2012 for mesh erosion, vaginal prolapse, and urinary retention. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced painful urination, urinary retention, bleeding from her urethra and bladder requiring emergency surgery and small pieces of the mesh falling out of vaginal area. It was further reported that the patient visited several emergency rooms to be catheterized, due to severe urinary retention, and has experienced lower abdominal pain, and pelvic pressure. It was reported that patient underwent cystourethroscopy, clot evacuation and fulguration of urethral bleeding point on (B)(6) 2013, due to gross hematuria with urethral bleeding.

Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on an unknown date and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted to treat pelvic organ prolapse. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.